Manufacturer narrative:
The device and battery were received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the fault was due to a defective battery. The external battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a defective external battery. The external battery was not in use when the fault occurred, therefore, there was no patient involvement.